Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that they had a sudden loss of stimulation from their implantable neurostimulator (ins) for the past 3 weeks. The patient stated that they had "4 quadrants" that should work and one section (upper left quadrant of the back) had stopped working. No falls or trauma were reported that were associated with the event. The patient had an upcoming appointment with their doctor on (B)(6) 2016. The indication for use for the implanted device was noted as peripheral neuropathy. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.